Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that this event occurred in the ane unit prior to insertion. The physician found that the swg appeared to be bent prior to use. As a result, a new kit was opened and used successfully. There was no patient involvement reported.